Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 225 mg/dl at the time of incident. Troubleshooting found that the pump cannot be cleared by holding down the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.